Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the 400 and 500mg/dl and then all of a sudden will bottom out. The customer blood glucose reading was 411 mg/dl, and she treated with the insulin pump. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.